Event description:
It was reported that during a robotic bladder removal, the device misfired. They heard a crunching sound while the stapler fired. The staplers were deformed. It did not cut. The first assist that fired the stapler, thinks that the two tips of the instruments were in the jaws of the stapler. The way it felt and sounded. There was a crunching sound and grinding sound. The tips of the other devices that were holding the tissue in place. The side of the stapler, on one edge. This was the fourth and final firing of the stapler. Case completed by over sewing. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2024. D4: batch # unk. Device evaluation anticipated, but not yet begun. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/14/2024. Additional information: during analysis foreign material was found in the t-slot. It was removed and found to be a piece of metal suspected to be a broken knife wing. After further evaluation, the CT scan analysis showed the knife missing the wings.

Manufacturer narrative:
(B)(4). Date sent: 2/15/2024. D4: batch # 388c10. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the staples were partially formed. After further evaluation, the analysis showed the knife wings were broken off. The device event log was reviewed and showed that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 388c10, and no non-conformances were identified.